Event description:
Reportedly, the surgeon placed the stapler on the bowel; closed the handle once to align and a second time to fire the instrument. Upon removal of the stapler, the bowel wasn't stapled. A second surgeon was called in to assist with the open bowel. The case was completed with suture to pull up the stump. The pt status was reported as okay.